Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise. No intervention was performed. The patient is stable.